Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2016 to report that a patient had an irritation on her back under the therapy electrode pads. The patient's physician gave the patient an ointment to use on the irritation and instructed the patient to remove the lifevest until the irritation healed. Follow-up indicated that the irritation had improved and was almost healed.